Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 86 mg/dl. Customer stated that she has been sweating and the pump may have gotten wet. Customer reported that her keypad was not responding. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.